Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI# (B)(4).

Event description:
During the operation as the surgeon was threading the corail implant onto the corail slap hammer, it was noted the thread on the attachment of the instrument was damaged and could not be screwed into the implant correctly. This warranted the surgeon to improvise and to use another instrument which is not used for this specific extraction which resulted in the stem being dropped on the floor. No adverse event.

Manufacturer narrative:
The complaint description states that during the operation the surgeon noted the thread on the attachment of the instrument was damaged and could not be screwed into the implant correctly. The device associated to the complaint was returned for analysis. The visual analysis shows that thread section of the instrument is wear. This deterioration is probably due to the use. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could be attributed to product wear (from usage). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.